Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is an approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing a sharp pain starting at the implantable neurostimulator (ins) location and going down in the lower lumbar area, in hip, and down their leg to their knee since the end of (B)(6) 2017. This pain was related to positional movement. If the patient sat on their couch and moved a tiny bit, it feels like it is rubbing on their nerve. This was described as being excruciating. The ins appeared to be tilted downward since (B)(6) 2017. The patient had tried turning stimulation up and down but it did not help. Their pain level was reported to be at a 20 and that if they turned stimulation off it was "probably to the same pain." The health care provider (hcp) ordered a thoracic x-ray for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.